Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms via daily measurements for several months. Delivered shock impedance measurements were between 125-144 ohms with no fault code noted, and afterwards the daily measurement was 102 ohms. Commanded impedance measurements on 4/5 were 101 ohms; 148 ohms rv to right atrium (ra); 114 ohms ra to can; 116 ohms rv to can. Technical services (ts) discussed that this behavior may be attributed to calcification. All leads were explanted and replaced. It was noted that the device was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.